Event description:
A pelvic pangea case required revision. The rod pulled out from the screw head. When the screw was removed, it appeared that the inner bushing had been disrupted. A new screw was inserted with the same rod and two new locking caps. This is the 1st of 2 reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number. No additional info is available.